Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a tka (total knee arthroplasty) procedure, the blade broke at the mount. It was also reported that a planned x-ray was taken after closing the surgical incision. It was further reported that reoperative surgery was performed to remove the broken pieces that remained in the patient. It was also reported there were no delays as a result of this event and that the procedure was completed successfully.

Manufacturer narrative:
The blade involved with this was returned for evaluation and it was visually confirmed that the blade was broken at the mount. The returned blade was measured where possible and all critical specifications were met. Investigation results indicates that the markings on the mount and the scratches on the blade could suggest the blade was forcefully pushed forward while in use, but this cannot be confirmed. The root cause is undetermined.

Event description:
It was reported that during a tka (total knee arthroplasty) procedure, the blade broke at the mount. It was also reported that a planned x-ray was taken after closing the surgical incision. It was further reported that reoperative surgery was performed to remove the broken pieces that remained in the patient. It was also reported there were no delays as a result of this event and that the procedure was completed successfully.